Event description:
The pt experienced increased spasticity. The catheter was broken. The pump and catheter were replaced. The pt recovered without sequela.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report wil be sent when the analysis is complete.